Event description:
It was reported that the t:slim x2 pump battery would not charge despite being connected to a working outlet for 30 minutes using both the original and a different wall adapter and charging cable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer and instructed them on using multiple daily injections (mdi) as a backup for insulin delivery. The customer was advised to allow the pump¿s battery to deplete completely before returning it to tandem and understood the steps required for setting up the replacement pump.

Manufacturer narrative:
Updated: d1, d4 serial no., d4 model no, d4 catalog no, primary UDI number, h4.